Event description:
The pt had sub acute thrombosis four days after the index procedure. Pci was performed in the proximal lad. Four days later, the pt returned to the hospital with unk. Symptoms that a thrombus within the implanted stent was confirmed. It was treated with two additional cypher stents, one in the proximal lad and the diagonal.